Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information added to the fields: h6. Corrected data in the field: g2 (heatlh professional was inadvertently selected in the initial). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the product has not been returned to olympus, therefore, a root cause could not be determined for the report. Olympus will continue to monitor field performance for this device.

Event description:
Olympus was informed that the hd 3cmos autoclavable camera head has an image problem. The issue occurred during reprocessing. There was no report of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found: a cut on cable boot a damaged cable insulation and unable to duplicate the reported event regarding "bad image". The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.